Manufacturer narrative:
Unable to confirm the reported issue. ¿ device was unable to install stand alone integration tool software (B)(4); o aborted btle upload ¿ unable to confirm device operations for high bg.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis (dka). Prior to being hospitalized, the customer attempted to treat by administering a correction bolus, but bg levels did not come down. While hospitalized, the customer was treated with insulin drip, the customer was still hospitalized at the time of the call and was scheduled to be released the day after admission (12/4/2015).